Event description:
It was reported that (10) devices were used during an endo-colon procedure. It was reported by the affiliate that the 512sd gaskets were torn in all 10 trocars during the same case. Another instrument was used to complete the case. There was no consequence to the pt. The devices will not be returned.